Event description:
It was reported that during procedure, part of the fiber broke off during use. The console was promptly put on standby, and a fiber replacement was used to complete the procedure. There were no injuries or adverse events to the patient.